Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with vertebral compression fracture at l3 and l4 underwent balloon kyphoplasty. Intra-op, balloon ruptured during inflation." Distal tip of the balloon broke off and was left in the vertebral body". Patient complications were reported unknown. The patient is not allergic to contrast media.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.